Event description:
Patient was revised due to pain; polywear was found intraoperatively.

Manufacturer narrative:
Examination confirmed the reported polywear. Although the exact root cause of the reported pain and wear could not be determined, wear pattern exhibited on the polyethylene tibial insert suggests malrotation between the femoral and tibial components with lateral side preferential loading. The initial report states that it is not suspected that the product failed to meet specifications or contributed to the reported event. It would not be unreasonable to expect some wear after 10 years of implantation. The investigation did not indicate the need for corrective action.